Event description:
It was reported that there was possible premature battery depletion. The device was replaced. There were no reported patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. Performance data collected from the device was analyzed and revealed that on (B)(6) 2011 the device went to recommended replacement time (rrt) <=2.651 volt. The weekly battery voltage log data showed that the minimum battery =2.63 to 2.61 volts between (B)(6) 2011 and (B)(6) 2011.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.